Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. An as-received treatment was performed and a balloon valve leak, drain complication, and patient line is blocked soft alarms were encountered. The alarms were cleared, and treatment was completed. The weighed fill volume value were out-of-specifications, although the weights did not meet the criteria for an overfill. At the completion of the treatment, there was approximately 1317 ml in the bag, which was expected to be empty. The cycler underwent and passed system air leak and valve actuation testing. A patient sensor calibration test was performed and the cycler was found to be within tolerance. Load cell verification testing was performed with no issues noted. An internal inspection of the cycler was performed and found that the hp2 filter was clogged with fluid. There was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. After replacing the hp2 filter, a simulated treatment was performed and completed without further failures. The cycler weighed fill volume values were within tolerance. The patient sensor calibration check passed. The cycler mushroom head test passed. The cycler tested positive for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
This is a report of a patient who experienced an increased intraperitoneal volume (iipv) event coincident with peritoneal dialysis (pd) therapy. The event was discovered while reviewing the patient¿s treatment records following a report of a patient having patient line, air detected in cassette, and balloon valve leak alarms. A review of the patient¿s treatment records identified that the patient drained 3762 ml during drain 5 of the treatment. This drain volume is 209% the patient's prescribed fill volume of 1800 ml. As a result of the iipv event, the technical support representative advised the patient to discontinue use of the cycler and to notify their peritoneal dialysis registered nurse (pdrn) of the event. Upon follow up with the pdrn, it was confirmed that the patient did not experience any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The pdrn stated that the patient was able to complete the peritoneal dialysis treatment using continuous ambulatory peritoneal dialysis (capd).the patient has received a new cycler which is working well and continuing with pd therapy without issue. The cycler was reported to be returned to the manufacturer for physical evaluation.